Event description:
The customer contact reported the device did not deliver. On an unspecified concentration of dopamine, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the pt¿s blood pressure was 60/40mmhg. At this time, while titrating the dopamine to an unspecified rate, the nurse noted drips in the drip chamber; however, when the tubing was disconnected from the pt¿s IV site to check for flow, it was noted that the dopamine was not being delivered. The device was removed from clinical service. Therapy was resumed using a new tubing set and a replacement device. After an unspecified length of time the pt¿s blood pressure was reported to be 105/50mmhg. The customer contact reported there were no adverse effects. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
During testing channel a of the device delivered a measured volume of 20.93ml from an expected delivery of 20ml. Channel b delivered a measured volume of 20.79 ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2012 at 1604, channel b of the device was programmed for basic delivery of dopamine 800mg/500ml, with a rate of 3mcg/kg/min, wt value of 50kg, 500ml vtbi (volume to be infused), & the delivery was started. Between 1609 & 1614, the rate was titrated between 2mcg/kg/min & 10.666mcg/kg/min. At 1614, a rate of 53.333mcg/kg/hr was programmed, a hard limit alert occurred, a 42.666mcg/kg/min was programmed, a hard alarm occurred, a 50ml titrated rate was programmed, a rate of 26.666mcg/kg/min rate with a soft limit alert occurred and the delivery was started. At 1614, a titrated 5mcg/kg/min dose rate was programmed and started. At 1616, the delivery was stopped and the cassette was ejected. At 1617, a cassette was loaded on channel b and the basic program was resumed. At 1618, the cassette on channel b was ejected, delivery was stopped, standby mode entered. Between 1618 and 1632 channel b was in standby mode. At 1635, the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.